Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
Respond edge study. It was reported that left bundle branch block (lbbb) and complete heart block (chb) occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. A loading dose of 300 mg of aspirin was given the day of the index procedure. An isleeve introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post valve deployment, electrocardiogram revealed the patient developed new lbbb. Hospitalization was prolonged and a temporary pacing wire was placed overnight and telemetry was monitored. One day post index procedure, the patient was diagnosed with raised troponin levels and chb. A permanent pacemaker was recommended for the chb, and the temporary pacing wire was removed and aspirin was continued. The raised troponin elevation was consistent with deep placement of the lotus edge valve. Two days post index procedure, a new permanent dual chamber pacemaker was successfully implanted. At the time of reporting, the events were considered resolving. It was further reported that since there was new lbbb along with an elevation in troponin, the patient was diagnosed with a myocardial infarction as well.

Event description:
Respond edge study: it was reported that left bundle branch block (lbbb) and complete heart block (chb) occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. A loading dose of 300 mg of aspirin was given the day of the index procedure. An isleeve introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post valve deployment, electrocardiogram revealed the patient developed new lbbb. Hospitalization was prolonged and a temporary pacing wire was placed overnight and telemetry was monitored. One day post index procedure, the patient was diagnosed with raised troponin levels and chb. A permanent pacemaker was recommended for the chb, and the temporary pacing wire was removed and aspirin was continued. The raised troponin elevation was consistent with deep placement of the lotus edge valve. Two days post index procedure, a new permanent dual chamber pacemaker was successfully implanted. At the time of reporting, the events were considered resolving. It was further reported that since there was new lbbb along with an elevation in troponin, the patient was diagnosed with a myocardial infarction as well. It was further reported that one day post index procedure, the patient was short of breath and desaturated. The patient was diagnosed with pulmonary edema, unrelated to the lotus edge valve, and IV diuretics were initiated. That day, echocardiogram also revealed sinus rhythm with prolonged pr intervals in addition to the lbbb. Lab testing was then performed and showed an elevation in creatinine. The patient was diagnosed with acute kidney injury stage 1, unrelated to the lotus edge valve. The myocardial infarction was also classified as peri-procedural and non q wave. Four days post index procedure, the patient was discharged on aspirin.

Manufacturer narrative:
A1 patient identifier: (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and complete heart block (chb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. A loading dose of 300 mg of aspirin was given the day of the index procedure. An isleeve introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post valve deployment, electrocardiogram revealed the patient developed new lbbb. Hospitalization was prolonged and a temporary pacing wire was placed overnight and telemetry was monitored. One day post index procedure, the patient was diagnosed with raised troponin levels and chb. A permanent pacemaker was recommended for the chb, and the temporary pacing wire was removed and aspirin was continued. The raised troponin elevation was consistent with deep placement of the lotus edge valve. Two days post index procedure, a new permanent dual chamber pacemaker was successfully implanted. At the time of reporting, the events were considered resolving.